Manufacturer narrative:
(B)(4). The srt replaced the motor as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. (B)(4).

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the motor of the unit smelled burnt. There was no patient involvement.